Event description:
It was reported that patient underwent a replacement procedure of his spectra penile prosthesis (spp) due to unknown reason. All components were explanted and a new tactra device was implanted.